Event description:
Event description guidant received information that three months after the implant procedure, this ventricular implantable lead displayed loss of capture. The lead was confirmed to have dislodged.